Event description:
It was reported that the patient experienced pocket pain. The patient underwent a revision wherein the pocket was revised, and implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.